Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase negative staphylococci (1cfu/endoscope) was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on july 27th, 2021, klebsiella oxytoca (>100cfu/endoscope) were detected from the sample collected from the all channels of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found following. The glue of the bending rubber was worn out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.